Event description:
It was reported that a patient had an occipital wound infection in the area where the incision was made at implant to place the lead. It was reported that swelling was present at the wound infection location. It was stated that the lead felt ¿too superficial¿ as per the healthcare professional (hcp). It was stated that the incision would be opened to clean out and to ¿try to place the distal part of the lead deeper¿. It was reported that impedance testing was performed. It was stated that additional information regarding the patient status was unobtainable. No additional information received regarding the patient¿s infection, treatment, or current status. It was noted that the hcp should be contacted for further information. It was stated that the manufacturer¿s representative had not seen the patient since the report.

Manufacturer narrative:
Product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a290, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).